Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed because the receiver would not turn on even with a known good battery. The log was not downloaded for review because the receiver would not turn on even with a known good battery. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.